Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a power error. The customer¿s blood glucose level was 242 mg/dl. Troubleshoot was performed for power error detected and the customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan per healthcare recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power error 25 or low battery alert noted during testing or in the pump trace download. Unit received with minor scratches on case, stained keypad overlay, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.